Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to possible clip movement on the leaflets with recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4, with redundant leaflets. One mitraclip was implanted without a device issue, reducing the mr to grade 1-2. On (B)(6) 2022, the patient presented for another mitraclip procedure due to recurrent mr grade 4. The index procedure mitraclip was observed with possible clip movement due to a displaced gripper (there was no break/separation of the gripper observed, but yes to displacement). Reportedly, possible clip movement was observed, however, the clip remained stable on both leaflets. There was no device related tissue injury observed. As treatment, another mitraclip was implanted next to the index procedure clip, reducing the mr to grade 2. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott staff engineer clinical r&d, and the reviewer concluded that there is evident and significant angulation between the two clips such that the clips are approximately perpendicular to each other rather than parallel. This aligns with the reported incident details that there was movement of the first implanted clip. The clip arms of both clips appear to be fully closed (~10°) per the instructions for use. The echo videos were reviewed but due to the quality of the video (granular, choppy/jumpy) and amount of magnification it is not possible to discern the state of the clip. No additional information or observations regarding the incident can be determined. The investigation was unable to determine a cause for the reported unintended movement of the gripper (displacement). The reported migration (possible clip movement) appears to be related to the reported gripper displacement. The recurrent mr appears to be due to procedural condition of the partial clip movement. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.